Event description:
It was reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, reseated circuit boards, and checked cable connectors. System operates as intended.